Event description:
On (B)(4) 2010, a neurotherm employee rec'd a call from the facility reporting a pt burn. Per the provided picture, the hub of the needle was buried into the skin of the pt. There is redness around the location of the needle which would suggest lesioning had occurred at the site. A neurotherm employee had requested the part and lot number from the facility. The facility reported a part number of c-1010-s-0, which is not a neurotherm part number. The facility did not provide any add'l details or an updated part number when neurotherm requested one.

Manufacturer narrative:
Below note is confidential and propriety info: exempt from foia. Note: as a result of corrective action (B)(4) potential adverse events are being reevaluated based on an interpretation change for the reporting requirements for burns; therefore, this MDR exceeds the 30 day reporting requirement.